Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the cable-mounted plug connector, designator p22, of the cable connecting the transfer relay assembly and the therapy pcb assembly, was not properly seated in the pcb-mounted jack connector, designator j22 of the therapy pcb assembly. Physio-control properly inserted the cable-mounted plug connector into the pcb-mounted jack connector. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed a prompt ¿abnormal shock¿ during a pre-shift device check. Upon evaluation of the device by physio-control, it was observed that the device would not deliver appropriate defibrillation therapy. There was no patient use associated with the reported event.